Manufacturer narrative:
This report is submitted on july 17, 2018, by cochlear limited on behalf of(B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was electively explanted on (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery.